Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-05073. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein an additional lead was added to the drg system.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-05073. Additional information received identified effective stimulation was restored postoperatively.